Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Ithe reason for call was caller inquired about changing the leads setup from two octads to two quads in the restore app. Caller also reported after measuring impendences all electrodes displayed high impedance values of 10,000 ohms or greater, except for electrodes 1 & 2 which had impedance values of 1,000 ohms. Caller confirmed that pt was still receiving effective therapy. Caller mentioned pt's ins is being replaced. Caller stated they were in a hurry to finish their appointment with pt and would call back at a later time for further assistance. Normal battery depletion, issue with old restore battery. When new intellis battery was connected, connectivity and impedances were good or within normal range. (B)(6) 2024 pt reported that the day after implant the patient noticed the leads were too old and it did not work. Patient went with another system. The pts rep tested the leads the day before surgery and it worked but the next day they went back and it did not work; the rep said the leads were too old and said there was a change. 2024 (B)(6) rep reported that they had discussed potential lead revision with the patient since she had very old leads and pt told rep that hcp had decided to take the whole system out and replace it with competitor's. (B)(6) 2024 rep reported that they don¿t know the specific day pt called and told them that and rep doesn't have confirmation that the full system replacement went through which is why they didn¿t report it on the day patient called the rep last year. Pt called to tell the rep that is what she had discussed with the doctor because she was no longer getting great coverage and she didn¿t want to go through reprogramming because the doctor didn¿t recommend it. Since then the rep hasn't heard anything about the situation.

Manufacturer narrative:
Product analysis pli# 10 product ID# 37714: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.